Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - do you have any photos available for visual analysis? No. - how was the product purchased? Unknown. - is there an indication of how the product was distributed? Unknown. - is there any indication of the source? Unknown. - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided. Product not available. - please provide the source or name of person providing answers to follow-up questions: sales rep.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported to the sales rep that, there is no barcode in the package, and the needle is detaching during suturing, causing it to pop. There were no patient adverse event. Product is not available for return. No adverse patient consequences were reported. Additional information was requested.